Event description:
It was reported the pt (B)(6) was without stimulation and could no longer communicate with the ipg via the programmer. Surgical intervention was undertaken to replace the ipg. No further details were provided to manufacturer regarding this event.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.